Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor session stopped on its own. The sensor was inserted into the upper buttocks on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a stopped sensor session through connection loss. A root cause could not be determined via data. The reported issue of stopped sensor session is reportable based on the finding of permanent connection loss.